Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) confirmed that the device had entered safety mode and the device exhibited difficulties to interrogate. Device replacement and return for analysis were recommended. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) confirmed that the device had entered safety mode and the device exhibited difficulties to interrogate. Device replacement and return for analysis were recommended. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.